Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) had an unknown malfunction.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check-up, the cs300 intra-aortic balloon pump (iabp) didn't charge the batteries well. No patient involvement reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated fields: h6 ( type of investigation, investigation findings, investigation conclusion). Getinge field service engineer (fse) remarked as the repair is canceled due to the delay of one of the materials necessary for its repair and based on the date of obsolescence as close to the team.